Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction exceeded the standard value due to a dent on the bending tube. The device evaluation found that the air / water tube had remaining material from previous procedures. Additional findings include the following: the air / water cylinder had no color, the suction cylinder had no color, the plug unit had a scratch, the label on the scope connector was peeled, the plastic distal end cover had a burn, the light guide lens had a crack, and the adhesive on the bending section cover had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope angulation was insufficient. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air / water tube had remaining material from previous procedures. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.